Event description:
According to the reporter: during a test on the back table, the device would not work. The device would not activate as intended. There was no cutting or cautery.

Manufacturer narrative:
(B)(4).